Manufacturer narrative:
Findings: unit received with blank display due to missing battery tube spring. Unable to verify off no power alarm and vibrator anomaly due to blank display and missing battery tube spring. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power, blank display and vibrator anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that he vibrate function does not work. Customer was advised to install a new (B)(6) aaa alkaline battery. Customer was assisted in performing a self-test and pump did not vibrate during the vibrate test. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.